Manufacturer narrative:
Device is a combination product.   (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a stent dislodged outside the patient. As a 2.75 x 8mm synergy ii drug-eluting stent was being loaded on the wire, a second stent was noted on top of the stent that was crimped on the balloon. The procedure was completed with another of the same device. No patient complications were reported.